Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the (B)(6) 2014. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the auto self-test on the (B)(6) 2016. The device was disassembled for investigation and the investigation found that an internal component had failed. The failure of this component most likely led to an excess current drain, resulting in the depletion of the coin cell. The depletion of this coin cell had resulted in the pad clock failing to increment upon receipt at heartsine. The user would have been alerted to this with a "warning, device service required" prompt and by a constantly lit status led.